Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device failed to deliver multiple shocks during a patient event. There was no harm to the involved patient.